Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) year-old female patient had impella cp pump inserted in a unknown location for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed hemolysis during impella support. As a result, the patient was administered haptoglobin and the pump position was adjusted. No further information was provided.